Event description:
It was reported by the customer that their sensor may not be functioning properly due to high blood glucose levels. Customer stated they had high blood glucose levels over 600 mg/dl and that the device may not be delivering insulin. Customer advised to disconnect from pump. Customer declined troubleshooting for high blood glucose levels. Assited customer with reprogramming sensor settings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).